Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event(s) occurred on an unspecified between (B)(6) 2024 and involved a chemolock¿ bag spike. The customer reported that the bag(s) were creating particulate when punctured with the closed system drug-transfer device (cstd) bag spike. It was also reported that the particulates could possibly be caused by the sharp edges of the cstd bag spike. There was no patient involvement, nor harm associated with this event.